Event description:
It was reported that this implantable pacemaker is suspected of exhibiting premature battery depletion (pbd). The longevity of the pacemaker device dropped from four years to two years in a span of one year. Technical services (ts) confirmed that the device was showing signs of pbd. Ts also noted that the pacemakers power consumption has increased more than expected over the past year and is likely to increase continuously. Additional information received indicate that the data analysis confirmed early pbd. Ts recommends replacement. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.